Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement or negligible alarm noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 212 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer performed displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.